Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. A functional test was attempted, but it could not be completed. The data log could not be obtained for review as the recevier could not be turned on. The receiver case was opened for an internal visual inspection and no moisture damage was observed. The battery was replaced with a known good battery, and a voltage test was performed and failed. Through trouble-shooting a defective u6 component was found. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u6 component.